Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician observed the cause of the thrombosis is by heparin-induced thrombocytopenia (hit). The patient was discharged from the hospital and had no problem.

Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. Returned product consisted of a mach1 guide catheter with other devices. Inspection of the device presented no damage or irregularities. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that thrombosis occurred. A mach1 guide catheter was selected for use. During percutaneous coronary intervention (pci), a large amount of thrombus adhesion was observed. Blood vessel observation was performed using an opticross, but no abnormality found. Thrombosis was confirmed under angiography and thrombus aspiration was also performed, it was able to remove big thrombosis but not able to remove small thrombosis. The pci cannot be performed due to thrombus appeared one after another and, so it was ended midway. The guidewire and mach1 guide catheter were removed as a system. After the system was removed, thrombosis was resolved. 4 days after the procedure, angiography was performed and patient condition was no problem. No further patient complications were reported and the patient's condition is doing well.